Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that noise was noted on the atrial channel. The physician was dr. (B)(6) . No known hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).